Event description:
The customer reported the device did not shock during emergency cardioversion. Another device was not needed to complete treatment. The customer needed to try 5 times to be able to deliver a shock. We are considering this to be a serious injury because this was a patient procedure where life-threatening treatment was interrupted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device did not work immediately during use only after the fourth time. Additional details have been requested. We are considering this to be a serious injury because this may have been a patient procedure where life-threatening treatment was interrupted.

Manufacturer narrative:
The "type of serious injury" has been updated to life-threatening.